Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cannula bent. The customer reported blood glucose value of 470 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Document type of diabetes: type 1. The event involved product(s) mmt-7040a, mmt-397a, mmt-397a, mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported bent cannula (not a slight bend/curve). The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. The customer will continue to use the devices, no product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884.